Event description:
It was reported that "the arthroplasty was revised due to infection and acetabular loosening. The acetabular and femoral components were revised. The components were implanted in situ for 0.13 y. The pt presented a ucla score of 2 three months prior to revision surgery and a maximum ucla score of 2 since implantation."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with additional info a supplemental report will be issued. Medical records and x-rays were not provided to stryker for review due to irb constraints at our institution.